Event description:
Dr performing an atherectomy of tibial trunk using an ev3 exl silverhawk. During procedure, the dr was going to exchange the catheter and had difficulties removing the ev3 exl. An angiogram was done after the removal of the ev3 exl catheter. The dr noticed a foreign body in artery which he removed completely using a snare and was verified by angiogram. The tip of the ev3 exl catheter had broken off and ev3 rep was present at the time of procedure. Dates of use: 2009. Diagnosis or reason for use: pad.